Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The customer reported not receiving low glucose alarms with the freestyle libre 2 application (fsl2 app). The abbott diabetes care (adc) product quality engineering attempted to replicate the reported issue using a cellular device identical with the reported configuration of an iphone with ios 17.4.1 and with application software version 2.7.5.4061; it was found the configuration is not compatible with the fsl2 app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care (adc) website. As the compatibility guide is provided to the customer and the incompatible configurations were used by the customer, this complaint is not confirmed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A glucose alarm alert issue was reported with the abbott diabetes care (adc) device using the freestyle libre 2 app (fsl2 app) with an iphone 12 with ios 17.4.1. It was reported by the customer, the low glucose alarm alert did not sound and therefore the customer was not alerted of urgent glucose level values. As a result, the customer became incoherent and could not get up. The customer then presented to the emergency room (ER) where a healthcare professional (hcp) obtained a blood glucose level of 51 mg/dl from a healthcare meter. The customer was treated with juice and pudding for a diagnosis of hypoglycemia. Additionally, the customer received insulin (dose/type unknown) and 'metformin'. There was no report of death or permanent impairment associated with this event.